Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sudden drop and low impedance following was noted on the right atrial (ra) lead in the bipolar configuration. Noise was also noted in both configurations. The lead was reprogrammed however far field r-wave (ffrw) oversensing was then noted. The lead was reprogrammed. No patient complications have been reported as a result of this event.